Event description:
It was reported that the patient received inappropriate high voltage therapy due to incorrect interpretation of episodes of atrial fibrillation. The device was reprogrammed. However, additional information was received indicating that the patient was still experiencing episodes of inappropriate therapy. Further programming changes were recommended, but not yet completed. The patient was stable.